Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information indicates the previously capped lead was explanted during an unrelated procedure to gain access to the superior vena cava and install a new lead. The patient was stable.

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2017 due to oversensing. The patient was stable.